Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01217.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the internal jugular vein due to prophylaxis due to bariatric surgery. Patient is alleging device tilt, embedment, and unable to be retrieved. Patient alleges an unsuccessful filter retrieval attempt on (B)(6) 2012 and a successful retrieval on (B)(6) 2013. Per the ivc (inferior vena cava) filter placement report dated (B)(6) 2011: "a venogram was obtained with power injection and we looked into the level of the renal veins and cook's select was placed beneath the lowest renal vein". Per the (B)(6) 2012 attempted ivc filter retrieval: "..an attempt was made to engage the hook of the filter. This was done successfully, however we were not able to collapse the filter despite multiple attempts to advance the sheath over the filter itself. We then changed out for a 10 french sheath and similarly we were able to engage the filter, but not collapse it. We then used a12 x 4 balloon to angioplasty the site of the vena cava to allow the filter to dislodge. We then re-engaged the hook using a 12 french sheath. We were unable to collapse the filter in the sheath despite being able to engage the hook. At this point we decided to abort the procedure". Per the (B)(6) 2013 ivc filter removal: "a gooseneck snare was used to snare the ivc filter, which was removed in its entirety".

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2011. The patient alleges to have been injured without further explanation,